Event description:
Customer reported that their test didn't start with insertion of test strips and they have been unable to test. Customer's husband reported as a result, the customer began sweating, was confused and "out of it" and experienced a diabetic seizure. Her husband treated customer with food and juice, however there was no report of third-party medical intervention or treatment and no diagnosis was reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been investigated, and the complaint was not confirmed, and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing.